Event description:
A malfunction on a customer's pump was reported. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.